Event description:
It was reported that during a stenting treatment procedure and spinal diagnostic procedure, a stent migration occurred. The 40% stenosed target lesions was located in the mildly tortuous left and right common iliac arteries. A 6.0x30x75cm express-b-I ld stent was placed in the right iliac artery and another 6.0x30x75cm 6.0x30x75cm was placed in the left iliac artery. Next, a spinal angio diagnostic was performed using a 5 french 65cm non bsc catheter. However; during the procedure the stent located in the right iliac artery was snagged by the non bsc catheter and "moved up" approximately one centimeter. The physician attempted to drag the stent back down with a 6x40mm mustang balloon catheter but was unsuccessful. For treatment, a 7x27mm stent was placed in the right common iliac artery. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).